Event description:
It was reported that the patient presented that the patient experienced syncopal episodes. A device interrogation revealed variable out of range pacing impedance measurements exhibited by the right ventricular lead. There were also recorded episodes of over-sensed noise that resulted in pacing inhibition and false high ventricular rate alerts. The patient was scheduled for revision where conductor fracture was observed, due to suspected subclavian crush. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Correction: b1, b2, b5, g3, h1, and h6 -the initial report submitted on (B)(6) 2023 incorrectly reported that the product was scheduled to be replaced for an unknown indication. However, the lead was capped and replaced on(B)(6) 2023 due malfunction resulting in a adverse event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patients right ventricular lead is scheduled to be replaced for an unknown indication. Patient status was not reported.